Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone, fentanyl, and bupivacaine. It was reported that, while connecting to the pump on 2025-07-23, the patient's screen initially did not progress past "connecting", so patient services had the patient tap "cancel" and "resync" and the patient briefly saw "not found" but then was able to request and receive a bolus well without issue. While connecting, the patient mentioned "it always hangs up at 91%". Troubleshooting steps taken on the call resolved the issue. The patient planned to monitor the handset charging and call back for assistance as needed. It was noted that the patient's new doctor recently changed their lockout to 10 minutes and saw an expected 10 minute lockout after boluses.